Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of an erroneous low result for 1 patient sample tested for ureal urea/bun (ureal/bun) on a cobas 8000 core unit. The initial ureal/bun result was 0.3 mmol/l. This result was converted to a result of < 0.5 mmol/l due to a rule in the customer's middleware and released from the laboratory with no data alarm or flag. This result was questioned and the sample was repeated with a result of 6.8 mmol/l. There was no allegation that an adverse event occurred. The ureal/bun reagent lot number was 307009. The expiration date was not provided. Calibration and qc data appear to be acceptable. The customer was not having issues with any other assays.

Manufacturer narrative:
General reagent and/.or instrument issues have been excluded. The investigation was unable to determine a definitive root cause.